Event description:
It was reported that a malfunction alarm identified as malfunction 16-0x20e6 occurred. There was no reported impact to the customer¿s blood glucose level, as no information was available regarding this. The customer had already reset the pump within the last 24 hours, and the pump was subsequently replaced since it was under warranty. Tandem technical support confirmed the customer¿s shipping address, provided instructions for storage mode and transport, and advised the customer to return the defective pump using a pre-paid label. The customer did not disclose the type of backup therapy used to ensure continuous insulin delivery.